Event description:
Procedure type: lap chole. According to the reporter: during the procedure, while inserting the trocar, the tip of it broke. The patient is quite big. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient info available. No patient injury was reported.

Manufacturer narrative:
(B)(4).